Manufacturer narrative:
An on-site investigation was performed by a bhm tech. This investigation confirmed to be the welding in the mast section that broke exactly as demonstrated during the investigation that lead to the recall in 2008. The mast breakage was caused by an over grounded welding. Based on the record list, this product was involved in a recall and despite 6 attempts made by the manufacturer to the distributor in regards to this recall, the customer hadn't been responsive. The manufacturer believes that this situation could have been avoided if the customer had responded to the recall in order to proceed to the correction of the lift as per the recall instructions. The lift has been permanently taken out of service and suggestions were made to the customer to follow the manufacturer's recommendations when it comes to devices subject to recall.

Event description:
While transferring the resident from the bed to the chair, the device mast broke at the welded joint. The pt fell onto his bed, but didn't get injured.